Event description:
Spontaneous report from patient: stated she keeps getting a no disposable, pump won't run alarm. Patient had this occur yesterday ((B)(6) 2021) and resolved when they used another cassette. Patient is trying to use final premix cassette and error occurs on both pumps. As patient does not have any other premix cassettes left emergency kit was used for new mix. Did the reported product fault occur while in use with the patient? No, did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, did we [MFR] replace device? Yes, did the patient have a backup device they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.